Event description:
Patient reported right side "was diagnosed with contracture and also stated that has pain, inflammation, stiffness." Device remains implanted.

Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Manufacturer narrative:
Correct reason for reoperation: "diagnosed with contracture" baker grade unspecified.

Event description:
Patient reported "baker's contracture grade 4" via physician's notes.